Manufacturer narrative:
The field service engineer checked the sample probe, rinse tubing, and all fluidics components. No issues were found. The customer has not reported any further issues since these actions. It was determined that the instrument has not been maintained since installation in (B)(6) 2021. Preventive maintenance is required at least every 12 months. The investigation determined the issue is consistent with inadequate maintenance.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with a1c-3 tina-quant hemoglobin a1c gen.3 on a cobas c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hba1c value of 10.4 % and repeated as 7.79 %. The hba1c reagent lot number was 611970, with an expiration date of may 2023.